Manufacturer narrative:
B3: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they are not getting the results they had during the trial. Caller said that the patient hardly gets any wet during the night but when they woke up they still seem to have to wear depends at night and sometimes it's saturated and they have to change it 3 times at night. The issue has been going on since implant. Caller did not know if the patient was given any instructions on how to make adjustments to the therapy by their doctor. Caller mentioned that they have an appointment with the healthcare provider in december. Caller mentioned they had an MRI of their hip and when they turned the stimulation back on they could feel it in the rectum area instead of the vagina. Caller said they have tried increasing stimulation. Patient said that the stimulation was uncomfortable and they could feel a "pulsating" in their rectum. Reviewed how to change programs and therapy adjustment options. Caller helped patient change programs and increased stimulation until they could feel it and it was comfortable. Patient will maintain stimulation and continue to monitor symptoms. Caller will make adjustments as needed.